Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. Patient performed a paperclip reset. Advised patient's mother to insert another sensor. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/13/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4) describe event or problem - additional, additional information/device evaluation, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Paring test was performed and the test passed. The receiver log was reviewed and did not find any errors related to the customer complaint. The reported event of a loss of connection was not confirmed. A root cause could not be determined.